Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 95% stenosed, 32mm in length, eccentric, de novo target lesion was located in the moderately tortuous, severely calcified and 3.5mm in diameter proximal to distal right coronary artery (rca). The lesion contained a degree bend between 45 and 95 degrees. A 32 x 3.50 rebel stent was advanced but failed to cross the lesion. The device was removed and it was noted that the proximal part of the stent was deformed. Finally, the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.